Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose ranged from 200-300 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Customer used fiasp insulin and occlusion alarms were resolved after customer switched to novolog insulin.